Manufacturer narrative:
The reported field complaint of premature battery depletion was not confirmed. The reported field event of an impedance anomaly however, was confirmed via review of device image which indicated a battery impedance anomaly occurred due to un-calibrated device data measurements. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. UDI not available as product was manufactured on or before september 23, 2014. PMA# is not available.

Event description:
It was reported that a pacemaker check was performed on (B)(6) 2018 showing 8.25 to 9.75 years as remaining longevity. Another device check was done on (B)(6) 2019 indicating that the device had reached eri (elective replacement indicator) on (B)(6) 2019. Premature battery depletion is suspected. The device was explanted.